Manufacturer narrative:
(B)(4). Exemption number: e2016031. Information pertaining to the manufacturer as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is dealing with clso-10-7, an additional file has been opened to capture oa-10. Half way deploying the clso-10-7, the oa-10 got stuck, cannot push further, so we had to remove the oa-10 & guidewire. Because half of the stent is in the common bile duct, the other half outside papila, we had to use a biopsy forcep to push it into the duct. Few hours later, doctor had to remove the stent because xray shows that it was in the wrong track.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Information as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Device evaluation: 1 x clso-10-7 of unknown lot number was not returned to cirl for an evaluation. Therefore a limited documentation based investigation was completed. Lab evaluation: 1 x clso-10-7 of unknown lot number which was involved in this complaint was not returned to cirl for a lab evaluation. Root cause (possible): a definite root cause of this complaint is user error as they incorrectly positioned the stent ¿half way deploying the clso-10-7, the oa-10 got stuck, cannot push further, so we had to remove the oa-10 & guide wire. Because half of the stent is in the common bile duct, the other half outside papilla, we had to use a biopsy forceps to push it into the duct¿. Later on they discovered the stent had moved and they removed the stent. It should be noted that as per the instructions for use (ifu0045-6) cautions the user ¿the tapered tip end of the stent or side holes must be positioned in the common bike duct while the other end remains in the duodenum¿ they incorrectly moved the stent which in turn migrated within the patient. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025. As per customer complaint form received the user used a 0.025" wire guide. Documents review: a review of the manufacturing records for the clso-10-5 involved in this complaint could not be completed as the lot number was not provided. It should be noted that as per the instructions for use (ifu0045-6) cautions the user ¿the tapered tip end of the stent or side holes must be positioned in the common bike duct while the other end remains in the duodenum¿ summary: the complaint is confirmed based on customer testimony. The patient didn¿t experience any adverse as result of the device failure and based on the information provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is dealing with clso-10-7, an additional file has been opened to capture oa-10. Half way deploying the clso-10-7, the oa-10 got stuck, cannot push further, so we had to remove the oa-10 & guidewire. Because half of the stent is in the common bile duct, the other half outside papila, we had to use a biopsy forcep to push it into the duct. Few hours later, doctor had to remove the stent because x-ray shows that it was in the wrong track.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is dealing with clso-10-7, an additional file has been opened to capture oa-10. Half way deploying the clso-10-7, the oa-10 got stuck, cannot push further, so we had to remove the oa-10 & guidewire. Because half of the stent is in the common bile duct, the other half outside papilla, we had to use a biopsy forcep to push it into the duct. Few hours later, doctor had to remove the stent because xray shows that it was in the wrong track.